Manufacturer narrative:
In follow up with the customer on (B)(6) 2017, the customer responded that she started using the pump in style in (B)(6) due to her daughter having reflux, and the issue with pain followed shortly after. She stated that, in all fairness, she had a cut from her daughter nursing and blisters came shortly after. She was prescribed a medicated lotion to heal her nipples. To date she has not called back to troubleshoot the issue she reported with the pump. Though the complaint information does not reasonably suggest that our device caused or contributed to the injury or that the device malfunctioned, medela is filing this report, which is considered a serious injury as it required medical attention (medicated lotion).

Event description:
On (B)(6) 2017, the customer alleged to medela llc that it hurts when she pumps with her pump in style breast pump on the first phase, but not on the second phase. She uses the pump at minimum vacuum in the first phase, but then when the pump switches to the second phase, she can turn it up a bit more, almost to halfway. She reported that she feels that the pump seems to work better (it is stronger and gets more milk out) with the vehicle light adapter rather than with the power supply, so she was inquiring on where to purchase a new power supply. The customer did not have the pump with her at the time of the call and stated that she would call back to troubleshoot.